Event description:
Healthcare professional reported capsular contracture, baker grade IV, on the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Cont e1 phone number- (B)(6) the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, on the right side. The device has been explanted and replaced with a non-allergan device.